Manufacturer narrative:
(B)(4). Note:neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, patient was admitted to the facility, where the patient underwent spine fusion surgery using rhbmp-2 on the lumbar region of his spine from vertebrae l3 to s1. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed with cage (i.e., in the disc space). Post-op, patient had increasing low back pain, right hip pain, and pain and radiculopathy into his groin and legs. Severe pain and symptoms ultimately compelled patient to undergo a revision surgery on (B)(6) 2015. Despite revision surgery, patient continues to experience chronic lower back pain, with pain radiating across his right hip, and down his right buttock and leg, and numbness on his right side. He experiences difficulty sitting, standing, walking and sleeping.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with degenerative disk disease, l3-4, 4-5 and 5-1 an underwent the following procedures: fusion l3-4, 4-5 and 5-1 with decompression left l3-4, left l4-5 and left l5-s1 with complete facetectomies left l3-4, left l4-5 and left l5-s1. Fusion carried out with interbody fusion device, pedicle screws, neuro monitoring, rhbmp-2 bone allograft and on-q pain pump. As per the op notes:¿ when the disk space was prepared, a piece of gelfoam as well as bone autograft was packed in the anterior part of the disk, and with the trial in place, distraction was applied across the contra-lateral screws at l4-5 on the right and then the real 12x26 was packed with rhbmp-2/acs and pounded in position, guided by c-arm. When correct position was obtained, the distraction was taken off on the right side and the attention was turned to the l5-s1 level. A complete left l5-s1 facetectomy was performed. When the cartilaginous end plate on the disk space was prepared, then the autograft and rhbmp-2/acs were mixed and packed in front of the bed and then a trial 8 x 26 was placed and with it in place, distraction was applied across the screws on the right at l5-s1. When the correct position was obtained, the distraction was removed, then attention was turned to the l3-4 level on the left side. Complete facetectomy was performed. Disk spaces were prepared for fusion using rotating cutters and curettes and pituitaries, then the trial 12 x26 was placed here, distraction applied on the right side again, and with the distraction placed, the trial was removed, the rhbmp-2/acs and bone autograft was packed in the anterior part of the disk space and a 12 x 26 cage pounded and packed with rhbmp-2 and pounded in position guided by ap and lateral c-arm. When this was completed, the spacers were all in good position.¿ no complications were reported.